Event description:
Low flow alarms. Speed change echo showed normal lv unloading with reduction in lv size and decrease in av pulsatility at high levels of support consistent with normal lvad-native lv response. Lvad exchanged. A break was noted in driveline near pump.